Event description:
The customer obtained biased glucose results for quality control fluids and falsely elevated results for a pt sample. The false high pt results were not reported. The scenario is consistent with a malfunction that could have caused a falsely elevated glucose or false low nbil pt result to be reported. There was no report of harm as a result of this event.